Event description:
It was reported that the ventilator was making it seem like the pt was breathing at 150 breaths per minute. Its flow waveform looked as if pt had copious secretions. The pt was consequently not getting the set tidal volume. The ventilator was replaced. There was no pt harm. (B)(4). Ref MFR report 8010042-2013-00109.